Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical technician reported that multiple knives exhibited dull blades. Procedure details, patient involvement and patient impact information is unknown. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarified that the dull blades were noted during cataract surgeries. Alternate knives were obtained in order to complete each procedure. There was no impact to any patient.